Manufacturer narrative:
Blood was being transferred directly from the syringe and needle to the blood collection tube which resulted in blood splatter (spray). This has been well documented as a dangerous technique and is an osha-prohibited practice as per osha's 2001 compliance directive (cpl 2-2.69). The blood transfer device (btd) is recommended for transfer of blood from syringe and needle to tube. Guidance documents (bdt instructions for use; publication of exposure prevention) regarding safe technique for blood transfer were sent to company representative in (B)(4) to support the response to the customer. Evaluation summary: a complaint history check was performed and this is the first complaint reported for this lot. A review of the device history record was completed for the identified lot and all inspections were performed per the applicable operations and met qc specifications. A total of 100 retention samples were visually inspected and no defects were identified. Moreover, the 20 retention samples were tested for vacuum/draw and met specifications. From the information and photos that were provided, it appears that this incident is more related to the technique being used and less related to the devices involved. Quality will continue to monitor.

Event description:
The customer used the glucose vacutainer tube with terumo blood sampling needle/syringe. Blood was being transferred directly from syringe to the blood collection tube. The blood transfer device was not used. Needle and syringe popped out from tube cap. Tube did not break and hemogard did not come off from the tube. Blood splattered from the needle and hcw's mouth was exposed to patient's blood. Patient had (B)(6). The hcw had blood test done.